Manufacturer narrative:
Philips has investigated this complaint. A philips engineer received that the geometry movements were partly unavailable. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the geometry movements were partly unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.